Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue of damaged strain relief is confirmed, the cord sheath rip/torn from strain relief. The wire jacket is pulled out of the strain relief on the probe side exposing bare wires, in addition the down arrow button and the right arrow button isn¿t working. The root cause of the reported issue is due to use of the product. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the cord sheath rip/torn from strain relief. No other information was provided.